Event description:
Treatment of a left cavernous ica aneurysm. It was reported that the patient was implanted with 6 pipelines and a balloon was used to ensure the center of construct open. Two days post procedure, the patient experienced intraparenchymal hemorrhage. The patient was placed on prasagrel and discharged upon improving condition.

Manufacturer narrative:
The devices will not be returned for evaluation as they were implanted in the patient. Model# and lot# of other involved pipelines: model: fa-71450-35; lot: 9497394; dom: 10/04/2001; exp: 01/31/2014. Model: fa-71450-35, lot: ja11-043 - dom: 01/27/2011; exp: 01/31/2014. Model: fa-77500-20, lot: oc11-048 - dom: 10/24/2011; exp: 10/24/2014. Model: fa-71500-30, lot: au11-084 - dom: 08/26/2011; exp: 08/26/2014. Model: fa-71500-35, lot: nv11-007 - dom: 11/03/2011; exp: 11/03/2014. (B)(4).